Manufacturer narrative:
Additional information was received that no device malfunction was suspected on the ipg.

Event description:
A report was received that the patient had difficulty charging the ipg. It was noted that the ipg was not holding a charge. The patient underwent an ipg replacement procedure and also relocated the ipg. The patient was doing well post operatively.

Event description:
A report was received that the patient had difficulty charging the ipg. It was noted that the ipg was not holding a charge. The patient underwent an ipg replacement procedure and also relocated the ipg. The patient was doing well post operatively.